Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.